Event description:
It was reported by service report that the foot end side rail was broken at the pivot. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results: broken casting on siderail.